Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that an insulin gauge on the pump displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer overfilled the cartridge. Technical support advised the customer to not repeat this action, which they acknowledged. Technical support guided the caller through filling and loading a new cartridge to resolve the issue, leading to the correct fill estimate being displayed.